Manufacturer narrative:
Zoll has not yet received the autopulse platform for evaluation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
It was reported that the autopulse platform (sn (B)(4)) displayed a system error message after two hours of use. No known patient impact or consequence was reported. Information if the platform was used during shift check, or patient use was not specified. No further information was provided.

Manufacturer narrative:
The reported event was confirmed during functional testing and archive data review of the autopulse platform (sn (B)(4)); the root cause was due to a software glitch. The autopulse platform is a reusable device and was manufactured on 12 oct 2004 and has exceeded its expected service life of 5 years. The archive data was reviewed and contained a system error (latched error 71) error message. Evaluation of the platform during initial power up, revealed a system error, out of service, revert to manual CPR message on the display screen. The platform was connected to the autopulse vision software and the error message was able to be cleared. As part of routine service during testing, the platform was examined and found physical damages. The observed physical damages were unrelated to the reported event. Upon replacement, the platform was further tested including the load characterization check and passed the testing. The platform operated with continuous compression on both the normal and large resuscitation test fixture without any issues or error messages observed. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with serial (B)(4).